Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant 3.75 x 11.5mm (oss311), abutment, crown and retaining screw were returned for investigation. Visual evaluation of the as returned products identified all products engaged together and the implant's collar was severely fractured (only implant upper part was returned). There were no allegations against the abutment, screw or crown. Therefore, the investigation was performed only on the implant. Functional testing and dimensional analysis could not be performed since the implant was fractured and abutment attached to crown. No pre-existing conditions were noted on the per. The reported device had been placed on tooth # 47 (fdi) for approximately 15 years. Device history record (DHR) review for the lot (239721) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (239721). No other complaints were identified. Therefore, based on product evaluation and x-ray/picture analysis, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient noticed loose crown, doctor performed crown trepanation, implant oss311 shoulder fractured. Pain was also reported. Doctor will place a new crown later.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One osseotite® implant 3.75 x 11.5mm (oss311) was not returned for investigation. Therefore, visual evaluation could not be performed. Upon product receipt, cmp and pce will be reopened and updated accordingly. The investigation was performed using the applicable instructions for use and risk files. Functional testing and dimensional analysis could not be performed since the device was not returned. No pre-existing conditions were noted on the per. The reported device had been placed on tooth # 47 (fdi) for approximately 15 years. The device hisotry record (DHR) was not available electronically for the subject lot number (239721) thus could not be further reviewed at the time of the investigation. A notification/request has been sent to manufacturing to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a search in the non-conformance database (tipqa) was conducted with the lot number to discover any non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. Complaint history review was completed for the subject lot number (239721). No other complaints were identified. Therefore, based on the available information and x-ray/picture analysis, device malfunction did occur and the reported event was confirmed. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age not provided. Patient's gender not provided. Patient's weight not provided. Event date not provided. Brand name not provided. Catalog number and lot number not provided. Implantation date not provided. Product will not be returned.

Event description:
It was reported that an unknown biomet implant fractured in the patient's mouth. Tooth number not provided. Fractured implant will remain in patient's mouth.